Event description:
It was used for a hands-on study at an academic meeting. During the study; the presidio 10 cerecyte microcoil 6 mm x 26 cm (pc410062630/j10213) was detached without any intent of detaching. There was not notable resistance. The sheath of the collected device was also defectively split. The detached coil was unraveled when removed from a blood vessel model.

Manufacturer narrative:
It was used for a hands-on study at an academic meeting. During the study; the presidio 10 cerecyte microcoil 6 mm x 26 cm (pc410062630/j10213) was detached without any intent of detaching. There was not notable resistance. The sheath of the collected device was also defectively split. The detached coil was unraveled when removed from a blood vessel model. The detached coil was not returned for analysis. The event description is very limited. Therefore, the root cause of the un-intended detachment of the coil cannot be determined. In addition without the return of the sl-10 microcatheter and the separated coil, it cannot be determined if these components contributed to the unintended detachment of the coil. Concerning the split sheath, the locking mechanism caught the v notch of the resheathing tool. This split the sheath for the entire length. For better product use, it is recommended that the sheath is either folded distally or retracted up and then back to avoid catching the v notch of the resheathing tool. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.